Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged irritation, soreness, nausea, lightheadedness, dizziness, nasal irritation, sore throat. There was no serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged irritation, soreness, nausea, lightheadedness, dizziness, nasal irritation, sore throat. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could confirmed the dust contamination and there was visible foam degradation.

Manufacturer narrative:
In previous report section h10 was captured incorrectly , it should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging irritation, soreness, nausea, lightheadedness, dizziness, nasal irritation, sore throat related to a CPAP device's sound abatement foam. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated and found evidence of sound abatement foam degradation/breakdown was not observed in this device. In secondary findings observed a rust-like corrosion of the p4 and the humidifier bottom enclosure screws, possibly caused by liquid ingress. The interior of the top enclosure was observed to have an unknown dust contaminant and hair-like particles on it. An unknown dust contaminant was observed on the front panel, bottom enclosure, rear panel, blower, blower seal, and blower box. Evidence of liquid ingress was observed to the blower and blower box. Unknown dust contaminant on the flip lid seal. An unknown dust contaminant and hair-like particles were observed on the flip lid. The flip lid tray and bottom enclosure were observed to both have dust contaminant on them. The dry box seal appeared to have an unknown dust contaminant on it. One of the back panel screws was observed to have a mild corrosion to it, suggesting liquid ingress to the humidifier. The bottom cover, heater plate, and heat shield all showed evidence of liquid ingress to them. There were no signs of sound abatement foam degradation. The logs were reviewed by the manufacturer. There were 32 errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Section h6 has been corrected / updated in this report.